Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a leak from the tubing set as a result of the tubing not being tightened per specification; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an issue. At the time of a site change there was still medication in the pump. Per reporter, no alarms sounded. The patient reported the site to be red, swollen, and warm. The patient had an additional pump to switch to and continue infusion. The infusion was life-sustaining, and the event was resolved.

Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.